Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became ext rinsically distorted due to kinking/buckling. Visual analysis of the lead indicated the lead was stretched and damage at implant. The analyst noted that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that during the implant procedure, it was not possible to extend the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.